Event description:
This spontaneous report was received on (B)(6) 2015 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using listerine ultraclean access dental flosser replacement heads (unflavored) (route-dental, lot number and expiration date unspecified) one flosser a day, for oral hygiene. After an unspecified duration, the consumer noticed that the thread (floss) broke in the middle during use and did not stay together. On (B)(6) 2015, when she was flossing her teeth, the entire disposable plastic head broke completely from the handle while inside her mouth. She mentioned further that the device replacements should be made better and the device was dangerous especially when it was inside her mouth. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2015 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using listerine ultraclean access dental flosser replacement heads (unflavored) (route-dental, lot number and expiration date unspecified) one flosser a day, for oral hygiene. After an unspecified duration, the consumer noticed that the thread (floss) broke in the middle during use and did not stay together. On (B)(6)-2015, when she was flossing her teeth, the entire disposable plastic head broke completely from the handle while inside her mouth. She mentioned further that the device replacements should be made better and the device was dangerous especially when it was inside her mouth. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states. Additional information was received on 16-feb-2015. No lot number was reported and the complaint sample has not been received for evaluation. The device was used as intended for treatment. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.